Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: review of the black box data did not reveal any alarms related to the complaint. A motor rewind issue was not duplicated during the investigation. The pump was exercised for 24 hours without any errors, alarms or warnings occurring.